Event description:
Following a ptca and stent procedure, an angio-seal device was placed and hemostasis was apparently achieved. Twenty minutes after the spring was removed the pt became nauseated and hypotensive. An emergent CT was obtained which showed a large retroperitoneal bleed. The pt was given IV fluids, 4 units of packed red blood cells, platelets and dopamine (dose unk). The pt went to the operating room, were the angio-seal device was found to be located in the internal iliac artery. 1cm above the inguinal ligament. The collagen was noted to be caught on the ligament, which therefore prevented the mechanical sandwich of the collagen and anchor. The device was removed and artery sutured. The pt tolerated the procedure well, and was listed as stable at the time of last report.